Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with loss of pacing due to an unspecified sensing issue on the implantable cardioverter defibrillator. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.